Event description:
It was reported that during a new implant procedure when final measurements were taken, it was discovered that the right ventricular (rv) lead had dislodged from its original position. Rv capture thresholds were out of range and pacing impedance was high. The physician retracted the rv lead helix and attempted to reposition the lead, but the lead helix would not extend. The rv lead was taken out, helix cleaned and inserted but the lead helix still wouldn't extend after multiple turns. The physician opted to replace this new rv lead. The replacement lead was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement, inadequate capture, high pacing impedance, a helix mechanism issue. As received, a complete lead was returned for analysis. The reported events of inadequate capture, and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the over torqued inner coil consistent with procedural damage. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix although the inner coil was noted to be over torqued which could have contributed to helix issues reported in the field. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event was isolated to the helix clogged with blood / tissue and the inner coil over torqued at the connector region. All damages found are consistent with procedural damage.

Manufacturer narrative:
Correction: g2 distributor added as additional report source.